Event description:
It was reported that the system 9800's workstation rear wheels were difficult to move. The brakes would not fully disengage posing a hazard to the operator if attempting to move the system. There was no patient involvement at all.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The brakes were adjusted and the system tested for easy movement and secure braking. The system was also functionally tested and found to be working as intended and then placed back into service.